Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms noted during testing. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had minor scratches on the lcd window.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced. No further information provided.